Manufacturer narrative:
(B)(4) - dehisced bioprosthetic valve. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to dehiscence of the bioprosthesis. According to the discharge summary, the patient was "hospitalized earlier this year [2010] with bacteremia, with strep mitis. He was treated as an inpatient in outpatient with resolution of his infection. At the time, it was felt that his valve was not involved. He remained clinically free from infection. He was rehospitalized in june of this year [2010] with complete heart block and a dual-chamber pacemaker was placed. He was then hospitalized because of 2 episodes of ventricular tachycardia. He underwent an echocardiogram, which showed a partial dehiscence of his prosthetic valve, and an angiogram was done which showed a moderate to large perivalvular leak and a periannular cavity, which appeared to be a pseudoaneurysm in the left ventricular outflow tract. Blood cultures have all been negative." The patient was discharged and was readmitted for re-replacement of his aortic valve and repair of outflow tract. The valve removed and replaced with another edwards bioprosthetic valve.